Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. The customer initial reason for contacting baxter was in relation to four alleged reactions associated with a single instrument. The add'l five reactions were referenced during the conversations and were unrelated to the instrument in question. This report is for donor #8. Donor has been donating since november 1997. Donor was currently taking synthroid, lipitor, celebrex, estrogen, progesterone, triam, hetz, and tenormin. Approximately 45 minutes into the donation the donor complained of tingling in the fingertips and lightheadedness. Donation was discontinued. Donor was placed in the trendelenburg position, given orange juice with sugar, and received a cold compress. Donor left the center in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.